Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain, spinal stenosis and degenerative disc disease. It was reported that patient thought she heard a critical alarm. It was not constant but she kept hearing it everywhere she went. She went on baclofen pump website and listened to alarms and hers sounded like a critical alarm. The sound was consistent with pump alarm. Patient said she did not have any medical procedures, did not have any falls, had no new medication. All she did was she started exercising. No symptoms were reported. Patient said she had morphine in the pump and something else. Patient could not remember what the other drug was. Patient did not know dose and concentration. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that the cause of the alarm was that patient's pump somehow did not update fully and saved to her prior fill which was (B)(6) 2018. Manufacture representative came and read the pump went off. Her last pump report clarified with the healthcare professional (hcp) and updated pump. The alarm event had been resolved and patient had enough medication until her next fill on (B)(6) 2018. No further complications were reported.